Event description:
Recipient was seen for mapping and no responses were noted with the right side device. No recent illnesses, injuries, or head trauma was reported. Device was explanted on (B)(6) 2019, no new device was implanted since during explantation pockets of infection surrounding the device were encountered. The lead was cut and left in the cochlea. Re-implantation was postponed allowing the tissue to heal and will be performed after complete recovery in several months.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to the explantation surgery. Furthermore, during explantation soft tissue and deep tissue infection along the incision line was encountered. Re-implantation is considered after the recipient has recovered from the infection. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was seen for mapping and no responses were noted with the right side device. No recent illnesses, injuries, or head trauma was reported.